Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, in the early morning, the patient¿s daughter noticed the patient¿s sensor had failed. The patient was also wearing a tandem mobi insulin pump. The patient had been asleep overnight and the daughter woke her up and provided her with mountain dew soda as treatment. Since the patient had been asleep, no specific patient symptoms were reported and the patient was unaware of how long her cgm had been in a failure mode prior to being woken up. The patient did not seek any assistance from a higher level of care. The patient was frustrated with the situation and stated she ¿almost died¿. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.